Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission recorded high/infinite impedance along with chronically high thresholds on the right atrial (ra) lead. Subsequent interrogation in-clinic showed normal sensing and threshold values, however the ra lead impedance remained high. The lead remains in use. No patient complications have been reported as a result of this event.